Event description:
"Patient stopped ventilating - registering no minute volume / tidal volume ventilator changed - new block, still not ventilating patient. New ventilator and block changed. Patient manually ventilated. Ventilator checks revealed faults with the new ventilator blocks, new block (reusable) replaced and patient successfully ventilated." No patient injury reported.